Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient's quick release was not connected tightly and was unable to connect quick release(qr) successfully leading to leakage on (B)(6) 2026. No further information available.